Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.0 cm. Visual inspection of the lead found clavicular crush damaging the inner insulation at the proximal region of the lead. Final analysis found that the insulation was crushed at 13.5 cm to 14.8 cm from the connector pin. The outer coil was crushed, and the inner insulation was found damaged.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-09639. It was reported that the patient experienced shortness of breath and presented in the hospital. Upon interrogation, it was discovered both the atrial and right ventricular leads exhibited high thresholds, loss of sensing, and low pacing impedance. A chest x-ray showed kinks in the leads near the clavicle, which was likely due to clavicular crush. The leads were explanted and replaced. The patient was in stable condition.

Event description:
New information received noted that the leads exhibited loss of capture.